Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the sodium electrode, ise (ion-selective electrode) module, reagents, buffers and reference samples. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that low sodium results were generated by the unicel dxc 800 synchron system. The results were reported out of the lab and the validity of the results were questioned by the attending physician. The samples were retested on the facility's blood gas system and yielded results within expectation. There was no change to the pts' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude serious injury. The specific number of pt events was not provided.